Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen visual was dim, faded, or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/27/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the complaint, two battery compartment cracks were observed. A cartridge compartment crack was observed.